Manufacturer narrative:
(B)(4). D10: cat# 650-1158 lot# 3159536 delta cer fem hd 28/0mm t1. Cat# ep-200152 lot# 66115128 act artic e1 hip brg 28x46mm. G2: foreign: australia. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent an initial hip arthroplasty. Subsequently, the patient had a fall and suffered from a proximal femoral fracture around the proximal stem body. The patient underwent a revision approximately 2 weeks post-implantation where the stem revised with cables. Attempts have been made and no further information has been provided.

Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Component code: mechanical (g04) - stem. Visual examination of the provided pictures identified the device is covered in bio-debris. No damage can be seen on the stem. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: as the image is undated and of low quality no further detail was obtained. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.